Event description:
It was reported that the device exhibited a ¿motor not running¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a non-OEM top case. Event history log confirmed ¿motor not running¿ occurred. Functional testing was not able to replicate the reported issue. The root cause was not able to be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.